Event description:
A customer reported that clinical staff found an infusion bag empty and the pump did not alarm until the fluid was below the bottom of the pump module. The concerns were that there was an overinfusion of tpn and that the air-in-line detector did not function properly. The reporter's internal investigation found what appeared to be tpn on the base of the IV pole. He added water and red food coloring to the IV bag, without moving the spike of the IV set, and the fluid leaked out from around the spike and onto the pumps and floor. He then noted that the spike was not in IV bag completely. Once he pushed the spike into the IV bag all of the way, the leaking ended. When the reporter downloaded the device logs he found that the infusion was programmed correctly. He assessed the level of the fluid in the tubing when the air-in-line alert occurred (about 1" below the pump module), and determined it to be normal. He concluded that there was no evidence of equipment malfunction and that the pt did not receive more tpn than ordered. Blood glucose and electrolytes were obtained and results were within normal limits. There was no harm to the pt.

Manufacturer narrative:
(B)(4). Although the reporter has performed his own internal investigation and has concluded that there was no equipment malfunction, the affected device has been requested. At this time, the device has not been received. A f/u report will be submitted with eval results should the device be received for investigation.